Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2018. Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: I do not have the answers to your questions. What I was hoping for was material so we could patch test her to see if she is having a delayed onset, t-cell mediated allergic reaction to the material used in surgery.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue dehisced? In what tissue layer was securestrap used to secure the mesh? What is physician¿s opinion about securestrap contribution to wound dehiscence and delayed wound healing in this event? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications what is the patient's current status?

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2018 and absorbable straps were used. It was reported that the absorbable straps were used with surgimesh. Following the procedure, the patient experienced impaired wound healing and has a wound vac, due to wound dehiscence. It was reported that the nurse practioner opined that the patient experienced an allergic reaction to the surgimesh used. Additional information has been requested.